Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the reference. Results as follows:" see scanned table. Therapeutic range: 2.5-3.0. Patient self tester went to the hospital due to uti, however, his inr was tested resulting with inr>10. Patient was given vitamin k and 4 units of plasma.